Manufacturer narrative:
The insulin pump is unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty fsr.(gold). The motor was tested outside of the device and passed. The insulin pump's motor may have had an intermittent failure that was not detected during our testing. The device was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
He customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.